Event description:
System was explanted due to leakage. A dye study indicated leakage near the portal/catheter connection site. Upon explantation the physician noted a slight hole in the catheter near the connection site and as the catheter was removed a leak of dye was noted approx. 1.5 inches from the portal. Upon review of the physician's technique it was believed, by the physician, that he may have nicked the catheter with a scalpel and may also have punctured the catheter with a suture. No incident related medical sequelae was reported.